Manufacturer narrative:
(B)(4).

Event description:
The customer reports: during injecting drugs, the luer-lock connection (brown head) separated with extension line when release of the catheter clamp.

Manufacturer narrative:
(B)(4). The customer returned one 3-lumen cvc catheter for analysis. The catheter body was returned severed approximately 1 inch below the juncture hub. The separated portion was not returned for analysis. Signs-of-use in the form of biological material was also observed on the juncture hub. Visual analysis revealed that the distal luer hub (brown hub) had separated from the assembly; however, the separated luer hub was not returned for analysis. The damage appears consistent with the defects that are being addressed in an existing CAPA; however, visual examination could not be performed on the distal luer hub without the hub returned for analysis. The distal extension line length measured 85mm, which is consistent with the nominal value of 85mm per the catheter graphic. The extension line outer diameter measured 2.16mm, which is within the specification limits of 2.13mm-2.21mm per the distal extension line extrusion graphic. The distal extension line inner diameter measured 1.448mm, which is within the specification limits of 1.42mm-1.50mm per the distal extension line extrusion graphic. The proximal and medial lumens were flushed using a lab inventory syringe. No leaks or blockages were detected. A manual tug test confirmed the proximal and medial lumens were fully secured to the luer hub. A device history record review was performed with no relevant findings. The IFU provided with the kit "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The customer report of a separated luer hub was confirmed by complaint investigation of the returned sample. The distal luer hub was separated from the extension line; however, the separated hub was not returned for analysis. The sample passed all relevant dimensional and functional testing, and a device history record review was performed with no relevant findings. Without the separated luer hub to evaluate, the probable cause of the separation could not be determined. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports: during injecting drugs, the luer-lock connection (brown head) separated with extension line when release of the catheter clamp.